Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during evaluation and the device operated per specifications. The device will be serviced, cleaned, calibrated and tested before returning to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly while using its internal battery. There was no patient harm or serious injury reported as a result of this incident.